Event description:
The handpiece head became hot during a crown preparation procedure and patient received a minor burn to their mouth. The patient did not require any additional medical treatment for the injury and is reported to have healed normally without complications.